Event description:
On (B)(6) 2012, the pt was having rapid heart rates, chest pain, vomiting and feeling very ill on (B)(6) 2012. Her husband took her to the hospital and her blood glucose level was in the 400's mg/dl. The pt was not able to treat herself and needed medical assistance. She was admitted to the hospital for one day and received an IV of fluid and injections of insulin. She was diagnosed with diabetic ketoacidosis. The pt did not allege that there was any malfunction with the infusion device. No product was requested to be returned for product eval.